Manufacturer narrative:
The customer indicated that she performed troubleshooting tips which she found online and she recently replaced her parts. The customer was sent a replacement pump and two different sized breast shields. A medela clinician has attempted to contact the customer multiple times, but the customer has been unresponsive. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to customer service that she was having issues emptying her breasts and has gotten mastitis at least once a month since she began using her pump in style breast pump. She has seen her physician once and was prescribed an antibiotic; all of the other times she was able to "get a hold of it" before she had to see her physician.